Event description:
It was reported that dr. Surgeon explanted a pca total knee system on (B)(6) 2013, patient had polyethylene wear and instability of the knee joint. He revised the pca to a ts triathlon revision knee. Procedure went very well.

Manufacturer narrative:
An event regarding instability and polyethylene wear involving an unknown tibial insert was reported. The event was confirmed. Images provided of the device showed no catalog or lot numbers, and the articulating surfaces showed signs of wear and discoloration. The event was confirmed through the images provided of the reported device, but the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown polyethylene articulating surface. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. : not returned to manufacturer.

Event description:
It was reported that dr. (B)(6) explanted a pca total knee system on (B)(6) 2013, patient had polyethylene wear and instability of the knee joint. He revised the pca to a ts triathlon revision knee. Procedure went very well.